Event description:
It was reported that the stylet could not be inserted into the lead during implant. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.